Manufacturer narrative:
Citation: gong f., et al. Optimal imaging guidance during transcatheter mitral valve-in-valve replacement in bioprostheses with radiolucent sewing rings. J am coll cardiol case rep., 2020 july; 2(8):1129¿1134. Doi.org/10.1016/j.jaccas.2020.05.073. Earliest date of publish used for event date. Medtronic products referenced: mosaic (PMA# p990064, product code: dye). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a case report regarding optimal imaging guidance for valve-in-valve transcatheter mitral valve replacement (viv tmvr). A (B)(6)-year-old female patient with rheumatic heart disease, stroke, coronary artery disease and atrial fibrillation had undergone prior mechanical aortic valve replacement, coronary artery bypass grafting (CABG), bioprosthetic aortic/mitral valve replacements and defibrillator implantation. She was hospitalized with a one-year history of recurrent heart failure hospitalizations. Tte/tee revealed severe mitral regurgitation with severe pulmonary hypertension due to prolapse and a flail leaflet involving the 25-mm medtronic mosaic valve (no serial number provided). The patient underwent viv tmvr using a non-medtronic valve without complications. No additional adverse patient effects or product performance issues were reported.